Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump had been beeping with error code 41622. The patient had received the appropriate amount of chemotherapy up until the time the alarm had occurred. The event occurred while in use with a patient at the patient's home. There was no patient injury.

Manufacturer narrative:
D9: date returned to mfg: 2/23/2026. H4 - device MFR date: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump had been beeping with error code 41622" could not be confirmed through motor test. Although the error code was found in the event log history it could not be replicated through testing and the probable cause was unknown. Further investigation found the downstream occlusion (dso) seal was detached, device failed occlusion test due to upstream sensor occluding itself, and the battery door was missing. Replaced the dso seal, battery door, upstream occlusion (uso) sensor and cam flex sensor. Performed the dso/uso sensor calibration. The device passed all functional and delivery tests after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.